Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, transmitter (part number stt-gl-003/serial number (B)(4)/lot number 5198324), being used with the complaint sensor was returned for evaluation on 05/08/2015. The transmitter was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. Evaluation of the transmitter did not confirm the reported event of inaccurate blood glucose values. Additionally, the patient had reported a hypoglycemic event. It should be noted that diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report passing out and inaccurate blood glucose (bg) readings between the continuous glucose monitoring (cgm) system and the bg meter on (B)(6) 2015. The sensor was inserted in the abdomen on (B)(6) 2015. The patient stated that her neighbor found her passed out on the restroom floor in her home. Neighbor called the paramedics. The patient was treated on the scene and not transported to the hospital. The patient could not remember what they gave her. The patient feels fine now. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The data was not provided for investigation and the device was not retuned for product evaluation; therefore, the reported inaccuracy cannot be confirmed. It should be noted that diabetes mellitus is a known cause of hypoglycemia. A root cause for the reported inaccuracy and hypoglucemia cannot be determined.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the returned share direct receiver (part number stk-dr-pnk/serial number (B)(4) /lot number 5198510) being used at the time of event was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction; however, a review of the diagnostic chart confirm the reported event of inaccuracies. A definitive root cause could not be determined.